Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7077146.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer working. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure wherein the ipg and lead were replaced, and the new lead was placed in a different position. The patient was doing well postoperatively. All device components were explanted and will not be returned per physicians preference.